Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to drawer failure. A field service engineer opened the back panel, removed, and inspected the mini drawers. A field service engineer replaced mini drawer 1.18 to resolve the issue. Preventative maintenance was performed on the device. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that the bd pyxis¿ anesthesia station es mini drawers were experiencing repeated failures. The customer stated that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this incident.